Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to middle left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was having difficulty crossing the lesion, thus, it was advanced by inflating a balloon. On the fourth attempt to advance the balloon catheter, the device was able to advance to the center of the lesion; however, the balloon ruptured at about 4atm. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.